Event description:
It was reported that the device was approaching elective replacement indicator much sooner than expected. The device was explanted and replaced due to "diminished longevity". The atrial lead was reported to have high threshold and no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was approaching elective replacement indicator much sooner than expected. The device is still in use. No patient complications have been reported as a result of this event. The device was explanted and replaced due to "diminished longevity". The atrial lead was reported to have high threshold and no capture at maximum output. The lead was explanted and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead in segments were returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression, the outer insulation had a white substance, the lead was stretched, and the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable defibrillator 2010 (B)(6); 6949 implantable tachy lead 2006 (B)(6). For use by user facility/importer (devices only). (B)(4).